Manufacturer narrative:
Correction: a2 additional information: b2, b3, b5, b6, b7, d11 and h10. B5: upon follow-up, it was reported that the same day as event onset, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with intraperitoneal amikacin injection (150mg each bag, discontinued, frequency not reported) for peritonitis. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. D11: it was reported that the patient never used dianeal 1.5% solution. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by yellowish fluid. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.